Manufacturer narrative:
(B)(4). D4 - the primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. G2 - foreign: event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that, during a surgical procedure, the spring of the femoral slap hammer fractured, resulting in loss of retention and rendering the instrument unusable. There were no adverse consequences or health impacts to the patient, and no debris was retained in or fell into the patient. Due diligence is in progress for this complaint; no further information or product has been received at the time of this report.